Event description:
It was reported that a catheter issue occurred. The target lesion was located in the obtuse marginal (om) artery. The opticross 6 imaging catheter was selected for ultrasound examination. During insertion, while the physician was tracking the catheter distally, the scrub technician activated the live button on the motor drive unit (mdu), which led to the intravascular ultrasound (ivus) catheter becoming entangled with a non-boston scientific (non-bsc) guidewire. The physician administered contrast at maximum to checked if there was any vessel damage while extracting the ivus and wires. The procedure was rescheduled. No patient complications were reported.

Manufacturer narrative:
D2b: pro code (product code) - itx, obj.

Manufacturer narrative:
D2b: pro code (product code) - itx, obj. The device was returned for analysis. Visual inspection revealed, no issues, the device appears to be in good conditions.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the obtuse marginal (om) artery. The opticross 6 imaging catheter was selected for ultrasound examination. During insertion, while the physician was tracking the catheter distally, the scrub technician activated the live button on the motor drive unit (mdu), which led to the intravascular ultrasound (ivus) catheter becoming entangled with a non-boston scientific (non-bsc) guidewire. The physician administered contrast at maximum to checked if there was any vessel damage while extracting the ivus and wires. The procedure was rescheduled. No patient complications were reported.